Event description:
Customer initially reported that their adc device did not power on. The product was returned and investigated and burn marks were observed internal to the reader during the investigation. This report is being submitted due to the returned product investigation results. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated with retained test strips. Visual inspection has been performed on the returned reader and no damage was observed. Unable to download the reader due to the reader not powering on. The reader did not power on with button, retained test strips or usb cable. Reader was de-cased and visible inspection was performed. Burn marks and evidence of fire was observed on the pcba (printed circuit board assembly). Burn marks were observed on the usb port, dn3 transient suppressor and supporting passive components. A thermal camera was used to monitor the reader's internal components and the area around the u6 chip appeared hotter than other areas of the pcba, while attempting to power on. The u6 chip damage is consistent with an external high-power surge from a usb charger that is higher than 5v. The customer has yet to return their charging cable and adapter, it is unknown if the customer is using an adc approved cable and adapter. Therefore, the issue is not confirmed to a use issue. Dhrs for the libre reader were reviewed and kit pack DHR was reviewed for verification of correct cable and adapter. The dhrs showed the libre reader passed all tests prior to release and the correct cable and adapter was a part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.